Event description:
While treating a large pt with the model 3100a, the operator reported the pistion drifted off-center and could not be re-centered. Also reported was, at another time, the mean airway pressure dropped and could not be increased. The pt was placed on another 3100a without compromise.